Manufacturer narrative:
Upon review this event has determined to be not reportable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during gastric sleeve procedure, the reload was not able to be loaded on the handle. No patient adverse events were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During gastric sleeve procedure, the reload was not able to be loaded on the handle. The device double stapled. The surgeon started to remove the staplers clip by clip so that he wont' staple on the staplers again. No patient adverse events were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.